Event description:
It was reported that the right ventricular lead exhibited over sensing. The over sensing could be reproduced with isometrics. The patient experienced shocks. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the distal coil was fractured near the connector pin. The fracture resembled a fatigue fracture occuring over time and this could have caused the reported over sensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.